Manufacturer narrative:
The reported event could not be conclusively confirmed as a full evaluation could not be conducted. The patient¿s explanted pump was not returned for evaluation. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information provided by the clinical representative stating that the patient's pump was functioning normally. The customer does not plan to return of the explanted pump for analysis, they also mentioned that system controller log files and images of the malposition inflow cannula are not available for evaluation.

Manufacturer narrative:
The referenced admission due to gastrointestinal (gi) bleeding and low hemoglobin levels is reported under medwatch MFR #2916596-2016-00315. Approximate age of the device - 1 year and 10 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that during a readmission for gastrointestinal bleeding and low hemoglobin levels, a pump stoppage occurred and the patient required cardiopulmonary resuscitation. After the patient was successfully resuscitated, the pump speed was set to operate at 8200 rpm to avoid suction events in the left ventricle. The system controller was exchanged. It was reported that the patient felt most comfortable with the pump set at 9200rpm; however, a pump stoppage reoccurred when the pump speed was increased to between 8400 - 9200 rpm. During imaging, it was noted that the inflow cannula attached to the free wall of the left ventricle during suction events. Chest x-ray images indicated a migration of the inflow cannula. The healthcare professionals and the patient made a decision to list the patient for a heart transplant due to pump migration. An ideal donor heart became available and the patient was successfully transplanted on (B)(6) 2016. The pump is expected to be returned for evaluation. No further information was provided.